Event description:
Reference number (B)(4). Event occurred in egypt it was reported that patient faced hyperglycemia event on (B)(6) 026. The blood glucose level was 260 mg/dl at the time of the event and got treated with pump. The blood glucose was high for 3-4 hours. No further information available.